Event description:
Attending surgeon reports that a pt presented with a fever and signs of a wound infection, three weeks following incisoinal hernia repair. Pt was treated with oral antibiotics. The surgeon reports that the wound looke fine and the pt is doing well.